Manufacturer narrative:
T(B)(4). Concomitant products: guide wire: balance middleweight, choice, extrasport; guide cath: jl 4.0/6f, ebu 3.0/6f, ebu 3.5/6f. Evaluation summary: the device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. However, the device was returned with a torn guide wire exit notch. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, 90% stenosed lesion in the proximal right coronary artery (prca). Using a balance middleweight and a non-abbott guide wire, the lesion was pre-dilated with a 2.5 x 12 mm non-abbott balloon at 12 atmospheres. After that the placement of the 2.5 x 18 mm device was not possible, so there was a second try with a xience pro 2.5 x 12 mm which was also not successful. The guiding catheter was again changed to an ebu 3.5/6f and this time an extrasport guide wire was used. The xience pro was again used and this time it managed to be placed at 13 atmospheres in the target lesion. There was no clinically significant delay in the procedure and no patient effects. No additional information was provided. The returned device evaluation of the 2.5 x 18 mm delivery system revealed a torn guide wire exit notch.